Event description:
On (B)(6) 2013, the patient contacted animas, alleging a time loss/gain issue. The patient stated that the time and date were incorrect on the pump. The diabetes educator for the patient contacted animas on (B)(6) 2013 reporting that the pump was losing time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.